Manufacturer narrative:
Corrected field: e2/e3/g2 (inadvertently missed), h10. The customer's complaint was confirmed in the error log but not reproduced during inspection. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported error was not reproduced. Although it was not duplicated, the error was found in the logs, so it can be assumed that the error was triggered temporarily. As the error was temporary, possible causes include; interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault), the operator activates the footswitch during generator booting (temporary fault caused by user action), a defective footswitch due to short circuit in the plug (temporary fault), a defective footswitch due to defective reed contact (temporary fault), a faulty cable connection between hvps board and generator board (temporary or permanent fault), and/or a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the e433 error was due to a defective generator board, high voltage power supply (hvps) board and motherboard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that generator was constantly restarting with an e433 (permanent rebooting) error message. There were no reports of harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.